Manufacturer narrative:
The technician found the side rail center arm is broken due to misuse. A reventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the side rail center arm assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the side rail will not latch. There is no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).